Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to t-wave oversensing. Technical services (ts) analyzed device episode data and noticed that the patient's rate and morphology changed to that of a potential bundle block and then the hock was delivered. The rhythm returned to normal after the shock. Ts recommended in-clinic testing to evaluate current programming. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.